Event description:
The ge oec 9800 fluoroscopy system issues with archived image recall and distorted saved images.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a defective hard drive, and flashed the nodes and re-loaded. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction that occurred during a procedure.